Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the right side. Device explanted.

Manufacturer narrative:
Clarification to reported partial implant(d6a) date: 2004. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade unknown. The reported event or events are physiological complications (capsular contracture baker grade unknown), and device analysis typically does not help allergan determine the cause.